Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2021 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating after implant, all 8-15 contacts were "red" and 4 contacts on 0-7 lead had high impedances and were unusable. Caller stated at this point, imaging shows that one lead is migrated out and is coiled around the ins and the other lead has migrated down several levels - caller believed this was from the accident. Caller stated that patient was seen in office at hcp's office a few days ago and the plan is to remove the system.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states her stimulator malfunctioned about 3 years ago. Patient stated their stimulator was "probably defective from the beginning". Patient states they were going to have the device replaced because there were only 4 electrodes working out of the 16. Patient mentioned they began pre-op testing last year, however they were walking across the street and got hit by a motorcycle and both of their legs were broken in several places. Patient was bedridden for several months and is still healing. Patient is just barely starting to get around a little bit with a cane. Patient stated their previous physician took them off of their pain meds, which resulted in not being able to stand to do dishes and sitting in a chair for 23 hours per day. This resulted in the patient getting their scs. Patient is interested in getting a pump and is inquiring if there is any warranty on the scs still. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they are going to see a new healthcare provider next monday to see about taking the device out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.